Event description:
It was reported by the patient that the patient feels a "pulsating sensation" near the left lower rib cage. Follow-up with the physician's office clarified that the patient was experiencing diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.